Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Hospitalisation [hospitalisation] often bites tongue [tongue biting] get stomatitis [stomatitis] case description: on 2024-08-19, a spontaneous case was reported in japan by a consumer or other non-health professional. The report concerns a male patient. The patient received poligrip (carbomer+carna+polma cream) for indication other (preferred term: product use for indication). No concomitant medications were reported. The patient was currently in the hospital. The patient was using poligrip. On an unknown date, after an unknown time of starting poligrip, the patient was hospitalized due to hospitalisation. The outcome of the event hospitalisation was unknown. On an unknown date, the patient experienced a non-serious get stomatitis, and often bites tongue, (preferred term: stomatitis, and tongue biting). The outcome of the event get stomatitis, and often bites tongue was unknown. No medical history was reported. No drug history was reported. No lab data was reported. No comments provided by the reporter. The action taken was: for poligrip was unknown. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.